Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. A vyaire field service representative (fsr) went on-site to evaluate the suspect device and found the most likely cause are the transducers. The fse ordered a replacement main printed circuit board assembly (pcba) to complete service visit.

Event description:
The customer reported while using the vela ventilator; the device displays transducer fault alarms. The customer performed troubleshooting, but the issue went unresolved. The customer reported there was no patient involvement associated with the event.